Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified crease fold, wear abrasion, brown particles and an opening on the posterior. Leak test and microscopic analysis was performed which identified an opening crease(sharp), an opening puncture and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is an opening crease(sharp) on posterior due to fold flaw opening, and a striated puncture due to surgical damage consistent in the use of a surgical tool.

Event description:
Healthcare provider reported left side deflation. Device was explanted.